Event description:
The consumer reported a false positive result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2024 on an unknown sample type. Initial testing was performed on (B)(6) 2023 using an unknown brand of rapid antigen test which generated a negative result. The consumer indicated they were experiencing symptoms such as chills, sore throat, and runny nose. No additional information, including treatment and outcome, was provided.

Manufacturer narrative:
D4-UDI:(B)(4). The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text : single use; device discarded.

Event description:
The consumer reported a false positive result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2024 on an unknown sample type. Initial testing was performed on (B)(6) 2023 using an unknown brand of rapid antigen test which generated a negative result. The consumer indicated they were experiencing symptoms such as chills, sore throat, and runny nose. No additional information, including treatment and outcome, was provided.

Manufacturer narrative:
D4-UDI:(B)(4). Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 227761 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/ lot: 227761, test base part number 195-430h/ lot: 222987. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 227761 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, it could have possibly been related to patient sample. H3 other text : single use; device discarded.